Event description:
Same event as MFR's report #: 6000093-2007-02079. It was reported that during a percutaneous coronary angioplasty procedure, the balloon ruptured. The lesion being treated was located in the distal left anterior descending artery. The 20 x 2mm quantum maverick balloon was ruptured at 11 atms on the initial inflation. There were no patient complications reported, and the procedure was completed with stenting of the lesion.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.